Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a balloon used in kyphoplasty. Pre-operative diagnosis for this procedure was compression fracture. It was reported that balloon popped at 200psi with very little resistance. Balloon ruptured while getting access to other pedicle. Was inflated for roughly 5min at 200psi with 2cc¿s. There was no patient symptom reported.  Procedure completed successfully with a new product.  There was a delay in overall procedure time. There were no further complications reported regarding the event.